Event description:
Allegedly, a pt experienced pain and bleeding as a result of pregnancy. An ultrasound revealed an ovarian cyst. Pt's bhcg levels dropped. A d&c was performed on 12/1998 which revealed a hemorrhagic cyst. Pathological examination showed that the d&c specimen contained chorionic villi. Bhcg levels dropped then rose. Another d&c and laparoscopy was performed on 04/1999. The physician suspected a placental site trophoblastic tumor. In 07/1999 pt rec'd methotrexate treatments. The bhcg levels rose. On 8/1999, more aggressive chemotherapy was administered which did not reduce bhcg levels. On 1/2001, a total abdominal hysterectomy and bilateral salpingectomies was performed. Pathological examination revealed no trophoblastic tissue. An MRI of the brain and CT scan of the chest were normal. Bhcg levels remained elevated in 05/2000 and over the next two months, three rounds of chemotherapy were administered.